Event description:
It was reported that the device was explanted after implant duration of zero days, due to a failed ring repair. Information learned from implant patient registry and from the healthcare provider's response.

Manufacturer narrative:
Unsuccessful ring repair. Device not returned.